Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. A query of the entire complaint history of this part was conducted on 10/25/2011, which did not contribute any additional information to this investigation.

Event description:
It was reported that during a spinal case at l4 and s1, the surgeon placed rods, provisionally tightened at l4 and s1, then used a reducer at l5 and noticed both screws backed out. The patient reportedly may have had low bone quality. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.